Event description:
There was patient involvement, but no injury. The cup on both of them broke off during surgery in the same spot. They found one cup, but not the other one but do not believe it's in the patient. Additionally, account stated both items broke on a patient during the same mastoid ear procedure. The physician removed the broken piece from the patient with suction when the first one broke, but was not able to locate the broke piece on the second.

Manufacturer narrative:
Both curettes were received for investigation with the cups broken off. Item #1- lot code "m" - fracture on surface shows evidence of an existing fracture; approximately 50% of surface shows dark colored oxidation; balance of surface has no oxidation. Indication of a previous crack in the rest of the shaft failed. Surface at fracture indicates a fairly brittle type of fracture indicative of a hardened material of this type. Item #2 - lot code "m" - surface of fracture indicates a fairly brittle type of fracture indicative of a hardened material. Remaining cup shows some indication of "hard" use - dents and damage to the sharpened edge. Device history record was reviewed and no trend was found or issue noted.